Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg, on (B)(6) 2010. It was reported that the pt complained of a heating sensation at this ipg pocket site. He reported that this issue was not related to recharging the ipg. The physician explained and replaced the ipg in the same pocket site. No further pt complications were reported.